Event description:
The user facility reported that during removal of the navicross catheter through calcified lesions, the marker bands became dislodged from the device during a sfa stent placement procedure. Follow-up communication with the user facility confirmed the following: the physician initially felt resistance as the device was being advanced through the vasculature; then, even more resistance was felt during removal of the catheter through calcified lesions in the sfa; during continued attempts to remove the device, the marker bands became ''disengaged'' from the catheter; as planned, stents were placed in the calcified vessel during the procedure; in addition to maintaining vessel patency, the stents were also used to compress and secure the marker bands against the vessel wall; the original procedure was completed successfully; and the patent has been discharged from the hospital.

Manufacturer narrative:
Based on the user facility information, nonresorbable material was left unretrieved in the patient's body. (B)(4). The involved device has not been returned for evaluation due to the infectious status of the patient. Visual inspection of a retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of a retained sample confirmed that product performance specifications were met. In an effort to recreate the conditions during the reported event, the distal end of the retained sample was fixed and the proximal end was pulled to simulate attempts to remove the device against resistance. When sufficient tensile force was applied, the shaft of the catheter was caused to stretch, which resulted in decreasing the catheter od and allowing the external marker bands to become detached. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that neither this lot number, nor this issue, has been reported previously. Although the cause for the reported event cannot be definitively determined based on the available information, there is no evidence that the reported issue was related to a device defect or malfunction. The event description is most consistent with the distal end of the catheter becoming caught within the calcified lesions of the vessel followed by continued attempts to withdraw the device against resistance resulting in distortion of the catheter due to stretching followed by detachment of the marker bands. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the navicross catheter under certain conditions may result in damage and/or separation or breakage of the product. Specifically, the IFU states: carefully handle the product under fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out cause of the resistance in order to avoid damage to blood vessels and separation or breakage of the product. And do not torque the product if it is or seems in order to separation or breakage of the product. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).